Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. E.1. Initial reporter facility name: (B)(6). Investigation summary: bd did receive three photographs from the customer in support of this complaint. The indicated failure mode of foreign matter was observed in the attached photos. A visual inspection was conducted on 10 retained samples for foreign matter, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® ultratouch¿ push button blood collection set, the tubing of two devices was black and rough. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photographs and 2 samples from the customer in support of this complaint. The indicated failure mode of foreign matter was observed in the attached photos and returned samples. A visual inspection was conducted on 10 retained samples for foreign matter, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® ultratouch¿ push button blood collection set, the tubing of two devices was black and rough. No adverse impact was reported regarding the patient or user.